Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found a counterfeit tamper seal on the pump. The top case and the right plunger case were found cracked and the battery was missing. A review of the event history log found evidence of pump motor drive off post errors and multiple battery depleted messages in the history. Functional testing using the power up process was performed and during testing, pump motor drive off post was not duplicated. A damaged liquid crystal display (lcd) display was found at power up. The root cause of the intermittent pump motor drive off post problem was determined to be a depleted battery as an alarm can occur if the pump is operating on battery power, and battery is nearly depleted. The root cause was determined to be user related since the user did not recharge the battery pack after depleting it. To resolve the problem, the battery was replaced. The root cause of the damaged lcd was related to a mishandled or dropped pump by the user. The lcd was replaced to resolve the problem.

Event description:
It was reported that the pump displayed motor drive failure, and the display was damaged so that the full error on the screen could not be seen. No additional information available. No patient injury was reported.